Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system encountered a cubie failure. A field service engineer confirmed that the issue was resolved by the customer by recovering storage space and replacing the pocket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system encountered issues with cubies, indicating that a duplicate address was detected. In an attempt to restore the system, the customer inadvertently caused additional cubies to open unexpectedly. This incident resulted in a delay in patient care and confirmed that there was no patient harm.. There were no adverse events or injuries reported based on this incident.